Manufacturer narrative:
Follow-up #1: date of submission 02/23/2016.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 02/17/2016 with the following findings: review of the black box data did not reveal any records of unexplained ¿pump not primed¿ warnings. On investigation, the pump was powered on and the rewind, load and prime steps performed successfully without alarm. The force sensor was evaluated and found to be within the required specifications. The pump was exercised for 24 hours without loss of prime. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm or duplicate the complaints.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.